Manufacturer narrative:
This report was initially submitted following notification from a customer in japan regarding a misidentification of streptococcus anginosas as streptococcus constellatus when using vitek® ms instrument. The customer stated when testing the strain on vitek® 2 they obtained a result of streptococcus anginosas, while vitek® ms gave streptococcus constellatus. The customer¿s fine-tuning results were not optimal. Based on the fine-tuning indicators acceptance criteria written in the service manual, the system status was "medium". The fine-tuning status was at the limit during the tests made on (B)(6) 2020. The customer¿s spot preparation quality was not optimal. The sample ¿all peaks¿ values were quite heterogeneous. Analysis of the mzml sample shows number of "all peaks" were low during the issue (32 and 52). This could be explained by a non-optimal spot preparation of the sample strain. The customer's strain was tested internally according to the following protocol: five (5) spots with customer strain tested with vitek® ms knowledge base (kb) v3.0. Biomérieux quality control laboratory obtained the suspected identification of streptococcus anginosus, and didn¿t reproduce the vitek® ms customer results as a single choice to streptococcus constellatus. The customer¿s strain was identified as streptococcus anginosus ssp whileyi based on soda sequencing (blast and phylogeny). The subspecies ¿whileyi¿ is not included in the vitek® ms kb v3.0, but the result can be considered as streptococcus anginosus. Based on the quality control and sequencing results, there is no vitek® ms malfunction. Vitek® ms gave the expected identification as streptococcus anginosus. The root cause of the customer¿s result was determined to be non-optimal sample preparation.see section h10.

Event description:
A customer in (B)(6) notified biomerieux of a misidentification of streptococcus anginosas as streptococcus constellatus when using vitek® ms instrument. The customer stated that he observed discrepant results when testing the strain on vitek® 2 and vitek® ms. Vitek® 2 obtained a result of streptococcus anginosas, while vitek® ms gave streptococcus constellatus. The expected result was streptococcus anginosas. There is no indication from the customer that this event led to a delay of results or impacted the patient state of health. A biomerieux internal investigation has been initiated.